Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother also reported that the battery cap was hard to remove and got stripped. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's mother declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.